Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded code 1003 message indicative that the battery voltage is too low for the projected remaining capacity that disabled latitude monitoring after less than 2 years in service. In addition, the device emitted beeping tones and showed delayed charge times. Subsequently, this ICD was explanted, replaced and it is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Manufacturer narrative:
This device was thoroughly inspected and analyzed. External visual inspection identified the case swollen in the area containing the high voltage (hv) capacitors. Review of device memory confirmed that the device had reached battery status due to long charge times. Testing confirmed that an internal component was not securely attached to the circuit substrate. This open connection was between a diode component within charging circuitry and the electronics substrate. This incomplete electrical pathway within the shock charging circuitry of the device resulted in the lengthened charge times that triggered (note that the battery was not depleted, but replacement indicators were triggered because capacitor charging was not accomplished within the specified time). Engineers determined that the conductive epoxy used to connect the diode component to the printed circuit board did not create a secure connection. Despite exhibiting extended charge times, the maximum shock energy was still available and therapy availability is not compromised in devices exhibiting this issue. Therapy would have been available to the patient (if required), albeit with a somewhat longer charge time. This intermittent connection manifests during capacitor reformations or therapy charges.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded code 1003 message indicative that the battery voltage is too low for the projected remaining capacity that disabled latitude monitoring after less than 2 years in service. In addition, the device emitted beeping tones and showed delayed charge times. Subsequently, this ICD was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.